Event description:
Healthcare professional reported through company representative "rupture". This record is for an unknown side. Device has been explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, h6 (correction f1903, remains implanted).

Event description:
Healthcare professional reported through company representative "rupture". This record is for an unknown side. Device remains implanted.